Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the paint was peeling. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The purpose of this submission is solely to provide a correction of b3 date of event and b5 describe event or problem fields due to the update of aware date. This is based on the internal evaluation. Previous b3 date of event: 12/09/2022. Corrected b3 date of event: n/a. Previous b5 describe event or problem: on 9th december 2023, getinge became aware of an issue with one of our surgical lights ¿ powerled 300/500. As it was stated, the paint was peeling. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 6th december 2022, getinge became aware of an issue with one of our surgical lights ¿ powerled 300/500. As it was stated, the paint was peeling. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 6th december 2022, getinge became aware of an issue with one of our surgical lights ¿ powerled 300/500. As it was stated, the paint was peeling. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 300/500. As it was stated, the paint was peeling. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to the paint was chipping from the headlight cover. Such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information indicates that upon the event occurrence, the device was not being used for patient treatment. According to the information gathered, the issue was discovered by getinge technician during performing the preventive maintenance. When reviewing similar reportable events registered for the issue of paint peeling on powerled and hled surgical lights it was confirmed that in the last 5 years there is one event which led to the serious injury. Comparing the number of claimed devices to the number of devices sold worldwide, we can assume that the failure ratio of paint peeling is moderate. A technical evaluation of root cause was performed by subject matter experts and documented under factory investigation report 2018-087-b. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced (user manual IFU 01581 rev.9, page 20). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 catalog # field deems required. This is based on the internal evaluation. Previous d4 catalog # ard568422710c corrected d4 catalog # ard568330999/ard568350902.

Event description:
On 9th december 2023, getinge became aware of an issue with one of our surgical lights ¿ powerled 300/500. As it was stated, the paint was peeling. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.